Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap are bent and unable to deliver medication. This occurred on 20 occasions during use. The following information was provided by the initial reporter: needles blunt and 1 bent end-user has been using the bd needles for over 25 years without issue. Needles are blunting, 1 was bent and there's sometimes difficulty in inserting the needle and there's concern that full dose hasn't been delivered. Even though the needles are reused, this issue hasn't happened with the previous bd 4mm needles.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap are bent and unable to deliver medication. This occurred on 20 occasions during use. The following information was provided by the initial reporter: needles blunt and 1 bent. End-user has been using the bd needles for over 25 years without issue. Needles are blunting, 1 was bent and there's sometimes difficulty in inserting the needle and there's concern that full dose hasn't been delivered. Even though the needles are reused, this issue hasn't happened with the previous bd 4mm needles.